Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, sizing. The device was revised. Device not returning per protocol.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
This follow-up MDR is created to document the additional event information received for record # (B)(4). According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2020 and revised on (B)(6) 2020 due to incorrect sizing. The device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of incorrect sizing quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.